Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: customer reports device failed to start delivery when high-flow was initiated. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer reports device failed to start delivery when high-flow was initiated. No patient involvement.

Event description:
The following was reported to hamilton medical ag: customer reports device failed to start delivery when high-flow was initiated. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Follow-up 2: investigation result: the problem appeared at start-up. No patient, user or third-party harm or delay in treatment was reported. Log files have not been received and the device was not returned for investigation at hamilton medical ag. However, the technician on site has checked the device and the issue could not be reproduced. The device functioned as intended. The root-cause cannot be determined.